Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer entered a bg value of 238 mg/dl into the carbohydrates section for a bolus. The customer was concerned that the customer's bg level would go low. Recommendation was made to contact health care provider's (hcp) office immediately or go to the nearest emergency room. Several hours later, during a follow-up call, the customer reported that the customer believed having 238 units of insulin on board (iob); however, had 2.38 units on board. The customer's bg level was 272 mg/dl. The customer contact hcp and was informed to not worry due to having iob to address bg level. Tandem technical support informed the customer that 2.38 units were actively working in the body.